Event description:
It was reported that a minimally-invasive mitral valve procedure was performed at hospital (B)(6) by dr. (B)(6) (cardiac surgeon) and dr. (B)(6) (anesthesiologist) was in charge of placing the necklines. He inflated the balloon for the whole procedure with 1.5ml of saline. At the end of the procedure, when no more retrograde cardioplegia was needed and given, the anesthesiologist noted a return of blood in the balloon lumen. The customer realized that the balloon had burst. It was not an important issue as the cardioplegia was not needed anymor but still decided to send the balloon for evaluation.

Manufacturer narrative:
Evaluation results: (B)(4) 2010: the device balloon was visually inspected under 10x magnification and it is noted that the balloon has burst. Visually the edges of the burst are smooth and even in wall thickness. Visually there was a small amount of blood in the balloon because the balloon burst. The entire device was visually inspected and there is no visual damage other than the burst balloon. Water was introduced through all of the device lumens and the water flows from where it should. There are no other defects detected. Root cause of the burst balloon could not be determined. These devices are visually and functionally tested 100% prior to packaging. A review of the device history record was performed for lot number 739692 and this device met all raw materials, in-process, finished goods and sterilization specifications upon release of the product. This device was manufactured in (B)(4) 2010.